Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display and moisture damage on the pump. The customer's blood glucose reading was 148 mg/dl. The customer stated that she had a bucket of water dumped on her and the pump immediately stopped working. The customer stated that there is moisture on the screen. The customer stated that the pump went blank immediately after the moisture damage. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.